Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with 100 units of insulin during the load process. Customer filled the cartridge with an additional 60 units and the pump declared the same minimum fill notification. The customer reloaded the same cartridge, and successfully resumed insulin delivery. There was no impact to customer's blood glucose level.